Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The baxter technical service representative (tsr) reviewed the call history with the registered nurse (rn). The rn stated the home patient (hp) keeps getting the system error 2240. There was nothing unusual noted with the supplies. The tsr recommended the hp contact baxter if the alarm occurs and baxter would assist with troubleshooting. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.